Event description:
Caller reported pump had a cartridge change error three times today with different cartridges, including one from a different lot. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through a series of inspections and cleaning to address debris on the pump's guide rail and pneumatic tap. Caller successfully loaded the third cartridge and resumed insulin deliveries, requiring no further action.